Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four days post implant the patient presented with low heart rate and shortness of breath. Loss of capture and high thresholds were noted on interrogation. Capture management had not run/adjust output, therefore the rv output was sub-threshold. The right ventricular (rv) lead was reprogrammed and remains in use. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2020-04-17: it was further reported that there was no malfunction or problem with the ipg.